Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain. Update: 5/22/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised on the left side for an infection on (B)(6) 2005 where the head was removed. Records are available for further review. Update:5/22/2013: part/lot being updated for right side femoral head and acetabular liner. This complaint was udpated on: 2/19/2015. Update ad 7 feb 2013: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges infection. The cup, stem, and hole eliminator were added. Added date of revision, law firm in the facility name and hospital name. Doi: (B)(6) 2004 - dor: (B)(6) 2005 (left hip) first revision.